Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dyspnea, chest pain, pericardial effusion and resultant cardiac tamponade requiring per cardiocentesis. The right ventricular (rv) lead had micro perforated the myocardium and exhibited high / rising thresholds. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.